Event description:
It was reported by the rep that the device was used during a laparoscopic ectopic pregnancy. It was reported the safety shield activation button on the 355ld would not stay engaged when pushed down. The surgeon completed the case with another 355ld trocar. There was no consequence to the patient.